Event description:
Additional information received noted the implantable cardioverter defibrillator was reprogrammed. Patient was stable.

Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator exhibited implantable cardioverter defibrillator (ICD). Programming changes were recommended but not yet completed. The patient was stable and asymptomatic.